Event description:
The customer contact report the ground prong on the ac power cord plug was bent. The device was returned to the biomedical department for an unspecified reason. No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delays in critical therapies while the device was in clinical use. During testing at the user facility, it was noted that the ground prong on the ac power cord plug was bent. No add'l info was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, it was noted that the ground prong on the ac power cord plug was bent. This was due to use in the customer environment. This report represents all the info known by the rptr upon query by hospira personnel.